Manufacturer narrative:
An event of heart block (complete atrioventricular block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a baseline sinus rhythm, there was calcification extending beneath aortic annular plane in the interventricular septum, and the valve was implanted at a 3 mm depth from the non-coronary cusp. It was also noted that the heart block was not observed immediately after placement. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that on 16 november 2023, a 25mm navitor valve was selected for an implant. There was calcification extending beneath the aortic annular plane in the interventricular septum the device was implanted after pre-dilatation using a balloon catheter. On (B)(6) 2023, the patient had complete atrioventricular block occur and a permanent pacemaker was implanted. The patient's condition is stable. The patient have a prolonged hospital stay for monitoring of rhythm.